Event description:
It was reported that pump malfunction occurred with no notable events before issue. Customer experienced high blood glucose of 800 mg/dl. Customer gave correction insulin injection by multiple daily injections and did not need help from third party. Technical support guided pump reset, malfunction code did not recur, and customer was advised to continue using pump and to call back if issue happened again.